Event description:
The company representative confirmed on (B)(6) 2014 that the patient was seen today. He was doing well and has good coverage. Six coupling bars were obtained on the recharger.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported the patient was being evaluated during the post-operative visit, approximately 2 weeks post-implant, and experienced a coupling problem. The patient had their stitches removed, and the area was reportedly ¿a bit¿ swollen and tender. It was reported the device did not show any black boxes, however, the manufacturer representative believed they should have been able to get coupling. The antenna locate feature was used and showed 46-48. It was reported that the device was interrogated with a physician programmer, and that both programmers worked. The patient¿s battery was reportedly half full. Additional information received reported that the patient had an x-ray which confirmed the device was not flipped. The manufacturer representative worked with the patient a little longer and had the patient change positions and they were able to get 4 bars. It was reported the patient never got any coupling bars on his recharging system. It was reported the manufacturer representative met with the patient 2 weeks post op and did extensive troubleshooting. It was reported the manufacturer representative did antenna locate and tried other various rechargers and was unable to get any bars. It was reported the implantable neurostimulator (ins) was being revised. The manufacturer representative was troubleshooting intra-op at the time of current report and found that when the ins was out of the pocket they got 8 bars, but when it was in the pocket they got 0 bars. It was confirmed that the ins was facing the correct way. It was also reported that the pocket was ¿extremely¿ superficial and that a new ins was implanted. Additional information received reported the patient was being seen again tomorrow morning. Additional information has been requested, but it was not available as of the date of this report.